Event description:
An alarm issue was reported with the adc device in use with a samsung a20e phone with android 11 operating system version 210110406 . Customer experienced a signal loss and was unable to obtain readings and receive glucose alarms. As a result, customer was not alerted of changes in glucose level and experienced shakiness and was unable to self-treat, requiring treatment of "3 jelly babies" by third-party. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product is currently undergoing investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with a samsung a20e phone with android 11 operating system version 210110406 . Customer experienced a signal loss and was unable to obtain readings and receive glucose alarms. As a result, customer was not alerted of changes in glucose level and experienced shakiness and was unable to self-treat, requiring treatment of "3 jelly babies" by third-party. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An extended investigation has been performed and there was no issue with the librelink application that would have led to the complaint. An attempted to replicate the user¿s complaint for missing high and low glucose alarms. The user reported signal loss with the freestyle librelink application. Successfully received high/low glucose alarms notifications in the application (google pixel 2 xl, android 11, 2.10.1.10406). No issues were identified with librelink application and was unable to reproduce the complaint. Therefore, this complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.